Manufacturer narrative:
Section d1 brand name: corrected; section d4 catalog number: corrected; section d4 primary UDI number: corrected; no further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced pump stops on ungrounded cable. The patient had a previous short to shield with no intervention. The patient presented with a controller fault (potentially in backup mode) and the controller was swapped to a new one. Log files were submitted from the new controller with only 3 lines of data. X-rays of the driveline were submitted but they were unremarkable. Following this, the pump turned off again and was unable to be restarted. The patient was given the option for a heartmate (hm) ii to hm ii exchange, but they opted to not proceed. The pump reportedly remained off and the plan was to close the driveline site and the outflow graft. The patient remained stable. Related MFR # for the controller: 2916596-2023-07269.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log file confirmed a pump stop event. Although a specific cause could not be conclusively determined as no product was returned for evaluation, based on previous complaint history, the abnormal pump operation appeared to be consistent with potential driveline wire compromise. The submitted log file was retrieved from the patient¿s new primary controller, following the reported controller exchange. The file captured a pump stop event on (B)(6) 2023 while the system was supported by the power module. It was communicated that there were no plans to return the device. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) and the heartmate ii patient handbook are currently available. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. The patient handbook also instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). Section 5 of the patient handbook and section 7 of the IFU provide information on all system alarm conditions as well as the appropriate actions associated with each condition. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.